Event description:
It was reported via clinic notes that the pt has a history of adult sleep apnea. Attempts for further info have been unsuccessful to date.

Event description:
Further information was received from physician indicating that the sleep apnea is not believed to be related to the vns and was a pre-existing condition (diagnosed in 2002) prior to vns implant. The patient has a CPAP machine and no other interventions are planned. The apnea is not associated with vns stimulation and no causal or contributory programming or medication changes preceded the onset of the apnea.